Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was under delivering. The customer¿s blood glucose level was 5.8 mmol at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify possible under delivery anomaly due to buttons not responding.